Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, and an extended opening on posterior. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; g.1; h.6.

Event description:
Healthcare professional reported left side rupture. The device was explanted.